Event description:
During a procedure to implant zephyr valves, the doctor noticed, that one of the sizing wings became detached from the catheter. The wing was removed with graspers. The procedure continued with a new catheter.